Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged or worn. During device testing, device was able to connect and disconnect from the sheath with out difficulty. No problem found.

Event description:
It was reported on 02/17/2022 by a facility representative via sems that an ar-3375-4007 obturator is "worn out". This was discovered during a case with no patient harm.